Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the reported symptom could not be duplicated. A disposable hand piece would attach and the blade would rotate in both directions and at all speed levels without a grinding noise. The unit did not turn on or off on its own. The alignment of the coupler to the connector was verified as good. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device was making a grinding noise, intermittently bogging down, turning on and off on its own, and not performing as expected.